Manufacturer narrative:
It was reported that during height adjustment, the locking button was reported to be difficult to extend into place. Additionally, it was noted that the folding sections rotate freely and they do not lock. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that during height adjustment, the locking button was reported to be difficult to extend into place.